Manufacturer narrative:
(B)(4). It was reported that a patient re-used a set of supplies and developed peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single use products to perform peritoneal dialysis therapy and later developed peritonitis. The patient was not hospitalized for the event. The patient was treated with vancotroy intraperitoneally (2g, once stat) and gentamicin intraperitoneally (20 mg, once daily for 21 days) for the peritonitis. Action taken with therapy was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the antibiotics vancomycin and gentamycin were still ongoing. It was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.